Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#: p4j0862); sigphandle, sig power sigphandle handle (sn: (B)(6); sigpshell, sig power sigpshell control shell. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic-assisted gastrectomy, on the third firing with the anvil positioned upwards, the resection was performed from the lesser curvature to the greater curvature of the stomach on the right. After a slight articulation, the firing stopped automatically when it reached the end. When the one-push center control button was pressed again, the cartridge moved to its maximum articulation. It was also noted that during the first operation, the cartridge made a cracking noise, and part of the articulation detached and fell into the abdominal cavity, where it was removed using forceps. An x-ray was performed to check for any residuals in the body. A new device was used to resolve the issue.